Event description:
It was reported that pump declared a cartridge change error that had also occurred earlier in the day. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge O-ring and pneumatic tap area as instructed, confirmed no damage or debris, cleaned pump area, reattached cartridge securely, and successfully completed load process, after which insulin delivery was resumed; no additional issues were reported.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.